Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced successfully. The patient was in good condition post procedure.